Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was rec'd as a complete assembly. There was some blood in the connecting surface. There were no breaks or cracks. There was some evidence of blood in the components of the tip. Fluid was injected into the tip via a syringe and was observed to leak out of the connecting surfaces. Based upon the visual observations, the reported complaint for "difficult to see through" was confirmed since there was blood in the tip. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the dissection tip on the vasoview 7xb endoscopic vessel harvesting system was difficult to see through, it was cloudy and they could see a halo on the image. There were no pt effects reported. A new kit was used to complete the procedure. The product was returned.